Event description:
General report received of an unspecified number of undocumented incidents of burn marks on the ac power cord retainers on the backs of the pumps. The pumps were brought to the biomedical engineering department for unspecified reasons. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, burn marks approximately the size of a nickel was noted on the ac power cord retainers on the backs of the pumps. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the ac power cords were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).